Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the lead and ipg was explanted and replaced with new ones. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number:1627487-2021-17957. It was reported that patient was experiencing uncomfortable and jolting sensation at the lead site. High impedances were reported and ipg was unable to be set to MRI mode. Programming was unable to address the issue. As such surgical intervention is expected to take place at a later time.